Event description:
It was reported by service report that the head left siderail would not latch. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result code: timing link.